Manufacturer narrative:
The returned device was evaluated and no issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to skin irritation. The exact cause of the reported skin irritation could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ent450, 17845-5c-aw rev a 10/17, changing your pod 3 / page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat

Event description:
It was reported that after wearing the pod on the abdomen between 4 and 24 hours, the site was itchy and red with a rash. The patient visited the doctor who prescribed her a cream (triamcinolone) to treat the spots where she developed the rash. No other information was provided on this event.